Manufacturer narrative:
Investigation of returned guidewire revealed that the core wire was broken off at approx. 5mm from tip end, coil wire was stretched over the core wire and broken off. Further close observation showed the trace of clockwise rotational force given to the core wire before breakage, coil wire distal end approx. 40mm including the inner coil was missing. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of the returned device, it is inferred that during the attempt of crossing the lesion, tip of the guidewire was trapped in the cto lesion, that under such condition clockwise rotational manipulation was continuously and excessively given to the guidewire, the core wire was broken off due to the accumulated rotational force which finally exceeded the product design limit, coil deformation was found as the damage on the monitor. Along with further manipulation to the guidewire, coil was elongated and finally broken apart. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guide wire" as possible malfunction and adverse effects.

Event description:
Reportedly, subject guidewire was used in a retrograde procedure via septal branch to treat a heavily calcified cto lesion at #1 - #3, rca, when the guidewire tip was in #2 area, the tip was trapped in the lesion and damage was found with the coil wire. Upon removal of the guidewire, coil elongation was observed extending in the descending aorta. Other guidewire was additionally used to hock and remove the broken fragment, however the attempt failed. The fragment was finally left remained in the anatomy at the physician's disposition.

Manufacturer narrative:
(B)(4)